Event description:
It was reported that this peritoneal dialysis (pd) patient reported that he was hospitalized due to an unspecified staphylococcus infection from (B)(6) 2025 through (B)(6) 2026. The patient had the pd catheter removed and was completing temporary in-center hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized due to a bowel perforation. The pd catheter had wrapped around a section of the patient¿s bowel causing the perforation. The perforation resulted in a staphylococcus infection. The patient¿s pd catheter has been removed, and the patient has permanently transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2026. The patient was not diagnosed with peritonitis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).